Event description:
Technician alleged that the bed was not getting a good ground electrical reading. No pt impact.

Manufacturer narrative:
The technician replaced the power cord plug to resolve the issue.